Event description:
It was reported from (B)(4) that while the patient was at home the controller changed to the second battery when the first battery had greater than (B)(4) capacity remaining. The batteries were exchanged. There is no reported consequence or impact to the patient related to this event. No additional information is provided.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. For batteries [1650de((B)(4)) manufacturing date: 2014-06 & 1650de ((B)(4)) manufacturing date: 2014-06]_ a review of the battery manufacturing records and incoming inspection records indicated there were no ncmrs generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the batteries met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. The returned batteries passed visual and functional testing. A review of the complaint data was completed for this patient; there is no record of previous servicing for this patient. The 1650de ((B)(4)) -log files analysis revealed that this battery was involved in switching events prior to the 25% threshold. While the exact cause of the reported event cannot be conclusively determined, log file data point toward a potential communication anomaly between the controller and the connected battery. An action addressing the following has been initiated: communication error handling causing premature battery switching and / or critical battery alarms. These complaint events were reported detailing that battery switching was occurring with the battery greater than 24% capacity. Fsca apr2014 - batteries 1650de ((B)(4)) & 1650de ((B)(4)) -notification. These batteries are not involved in the recall fsca apr2014.1